Event description:
The complaint is reported as: the cuff could not stay inflated during use.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could related to the reported complaint. The sample was returned for evaluation; however, the investigation report was not complete at the time of this report. A follow-up report will be submitted with investigation results.